Event description:
The customer reported via phone call that they received a button error alarm. Customer also reported the numbers on the insulin pump were sporadic when the customer attempted to use the bolus wizard. The customer's blood glucose was 99 mg/dl. The customer could not recall any significant events leading to the alarm. Customer stated the insulin pump may have been exposed to extreme heat. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump alarmed button error after boot up and intermittent button response on the up arrow button due to corroded keypad traces noted. No unexpected ramping of numbers noted. The insulin pump had a cracked lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.